Event description:
The customer called to report that the transmitter was not alarming him when his blood glucose levels went low. The customer stated that the paramedics were called due to low blood glucose levels of 29 mg/dl, when the sensor glucose reading was 89 mg/dl. The customer was very uncomfortable with the transmitter, and felt it should be replaced. Advised the customer of the possible causes for the discrepancy in the readings. The customer was unable to troubleshoot at the time of the call, and stated he would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.